Manufacturer narrative:
The device history record for the hdf-3500 device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 11th may 2018. The history log from the device was inspected and confirmed the device recorded a low voltage and gave a ¿warning, low battery, device service required¿ prompt during omron goods inward test procedure, h045-014-005, as per the reported fault. The returned hdf-3500 device performed to specification throughout testing at heartsine. The device recorded consistent voltages throughout, including under stress. Faults of this nature can be due a fluctuation on the battery terminal pogo pins, however, these were stressed beyond normal use during the investigation with no fluctuation in voltage observed. It is possible that an intermittent failure of the battery terminal pogo pins had resulted in the reported fault. Alternatively, there may be an issue with the test pad-pak interface used by omron during testing. This could potentially have been incorrectly seated during the self-test, or, a lack of regular maintenance has led to a deterioration of the test pad-pak interface, resulting in voltage fluctuations. Due to the stress testing carried out during the investigation, this device shall be retained and replaced with another hdf-3500.

Event description:
Device has low battery prompt when switching off.